Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The on/off cable for the navigation system was returned to the manufacturer for evaluation. Testing found that the navigation system would not power on/off nor illuminate a known operational uninterruptible power supply (ups). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system took an extended amount of time to boot. Once started, connections in the navigation system were verified to be functioning as designed. There was no patient present when this issue was identified. No additional information was provided.